Event description:
It was reported that the patient passed out while in the physician's office during a non-sustained tachycardia episode. Follow up is in progress. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 4574 implantable pacing lead, (B)(6) 2010; 6947 implantable tachy lead (B)(6) 2010. (B)(4).